Event description:
Lap chole - "a portion of the rubber seal (inner septum) fell into the pt. Dr. (B)(6) noticed this and safely removed it from the pt."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, the supplemental report will be submitted to the FDA.